Manufacturer narrative:
Date of event: unk. Device manufacture date: unk.

Event description:
It was reported at the world federation international therapeutic radiology conference that the patient suffered a stroke in stented region over thirty days post procedure. No other information is available.